Manufacturer narrative:
The customer has not returned the unit to beckman coulter. Customer technical support "cts" provided customer with a replacement unit. (B)(4).

Event description:
A customer in the united states, reports during use the rt12 rotor broke apart in their statspin ssvt-1 centrifuge. The shield was in place at the time of failure. The customer confirms no parts escape from centrifuge . The customer confirms no harm, no exposure, and no medical attention needed.